Event description:
A hospital in another country reported to our distributor that there was a leak on one of the tubes of an rt200 adult breathing circuit. No pt consequent was reported.

Manufacturer narrative:
The product mentioned in the complaint is not sold in the USA, but it is similar to a product which is sold in the USA. Method: the circuit was pressure tested and then immersed in water to determine the source of the leak. Results: a leak was detected in the expiratory limb, about 110cm from the ventilator end of the breathing circuit. The leak was from a fine cut, 90 degrees to the tube seam. All breathing circuits are pressure tested during production. It is possible that the cut occurred from a packaging knife when opening the carton. Conclusion: the failure was confirmed. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0036%.